Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing disconnected from the filter of three (3) solution administration sets, leading to a leak. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, photographs were received and evaluated.visual inspection of the images were performed with no issues noted. The reported issue could not be verified from the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Retained samples were visually checked and gravity tested with no issues noted. Leak test underwater was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.